Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Reporter is synthes sales representative. A device history record (DHR) review was conducted for part number: 319.004, synthes lot number: 657623: supplier lot number: n/a, release to warehouse date: 09-jul-2003, expiration date: n/a, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation is conducted. Visual inspection: the depth gauge (part # 319.004, lot # 657623, mfg # 09-jul-2003) was inspected at us cq. Upon visual inspection, it was observed that the needle of the depth gauge broke at its connection to the body of the depth gauge. The needle was bent by approximately 15° (approximately 17 mm from the distal tip of the needle). The depth gauge was also missing the compression spring & ball. No other malfunctions have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the depth gauge and the diameter of the needle proximal to the bent portion, was measured and is within the specification, based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. Material/hardness review: during the cq investigation, the material review was performed, and the material was determined to be conforming at the time of manufacture. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces during sterile processing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during sterile processing on an unknown date the tip of the depth gauge sheared off. There was no patient involvement reported. This is report 1 of 1 for complaint (B)(4).